Event description:
EU complainant reported the patient was on impella cp support and during support, permanent suction alarms were visible on the aic and the flow never get higher than 0.5 l/min independent from which p-level was chosen. Fluid treatment was given and reposition the device was attempted, but even at p2 level it did not change the issue. The impella was explanted.

Manufacturer narrative:
The impella device received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Manufacturer narrative:
Returned compliant cp pump visually inspected. Biomaterial around impeller and cannula kink in bending point observed. No broken blade found. Biomaterial was soaked in water and removed to run the pump and reproduce reported low pump flow issue. Impella flow was within specified limit and no low flow reproduced. Little biomaterial still observed on the impeller blades even after soaking and impella ran. Data log reviewed: no mc spike outside of p-level changes observed. No placement signal issue seen. No positioning issue observed. Many suction alarms occurred started at p_9 following by drop in flow and motor current. Low impella flow seen in all following p-levels during the 9hours support and not higher than 0.5 l/min by end of support. Since there was no mc spike at the time of the occurring low pump flow, cannula kink was likely the cause of the low pump flow. Failure mode product damage (cannula kink) added as a result of cannula kink observation during device evaluation. Low pump flow: the cause of low pump flow issue most likely was a cannula kink. Product damage (cannula kink): the cause of the cannula kink was not determined since insufficient clinical details were provided.